Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The primary disease was angina pectoris. The 90 percent stenosed target lesion was located in the moderately tortuous, non-calcified distal right coronary artery (rca). The physician advanced the taxus liberte 2.50x20mm stent delivery system to the target lesion, but it was unable to cross the lesion, and the stent flared. The procedure was able to be completed with a different device with no patient complications. The patient was reported to be in good condition post procedure.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation found that the devices met their material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).